Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the patient dropped the pump and the battery compartment is now cracked. There was no damage to the battery cap reported. The reporter stated that the pump was experiencing power loss issues, and the battery was showing low battery alarms frequently within days of changing to a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened onto the pump. A power loss was not duplicated. The battery compartment was observed to be cracked from the thread area to the case seal. The current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. Two low battery warnings and one replace battery alarm associated with the same battery was observed in the black box. There was no evidence of excessive battery usage or short battery life observed in the black box.